Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the led indicator was faulty. The issue was not during clinical use, and there was no patient or user involvement.

Manufacturer narrative:
Date received by manufacturer: 12jun2019. Date of report: 13jun2019. The manufacturer's international service technician confirmed the reported problem. The iinternational service technician replaced the power switch overlay to address the led issue, and also replaced the oxygen inlet filter, inlet air filter, and cooling fan in accordance with the maintenance procedure. The unit passed all performance tests after repairs. No parts have been returned for failure investigation and the root cause cannot be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.